Event description:
It was reported that a patient was having a pocket revision today. It was noted that the implantable neurostimulator (ins) was going to be replaced with a 97714 due to preference, no complaint about the device itself. Additional information received reported that the patient wanted the pocket revision because the area on her skin was sensitive. It was stated that the patient said she was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).